Manufacturer narrative:
Describe event or problem, corrected data: follow-up report number 3 inadvertently reported that the patient was re-implanted after her explant which should have been reported under MDR 1644487-2011-02310.

Event description:
Additional information was received from the physician regarding the patient's infection. There was no manipulation or trauma that contributed the infection. It was unknown if cultures were taken or when the generator was explanted.

Event description:
It was initially reported that the pt had a post-operative infection and had her generator removed prior to it being turned one. The generator was never replaced until recently. The pt had a new generator and lead implanted. The pt has a history of (B)(6) and sepsis. It is unk at this time if the pt had (B)(6) and/or sepsis with this occurrence of infection. Review of the manufacturing records confirms sterilization for both the generator and the lead prior to shipment. Good faith attempts for more information have been unsuccessful to date.

Event description:
Additional information was received that indicated that the patient had the new lead and generator explanted due to an infection (MDR #1644487-2011-02310).

Event description:
The report of the re-implant of the patient after being explanted due to an infection should have been reported under MDR number 1644487-2011-02310 and not this one. It was the same patient but this was the replacement of the generator and lead after their second infection after they were reimplanted the second time.

Event description:
Additional information was received that indicated the patient was re-implanted with a lead and generator after being explanted due to an infection.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.